Event description:
Customer reports discrepant result with meter compared to lab. Date: (B)(6) 2010, inratio: 5.5, lab: 7.0. Results done within 10 minutes of each other. Pt's target therapeutic range is 2.8-3.5.

Manufacturer narrative:
Investigation pending.